Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the pump powered on with a dim and discolored display screen. The complaint of a blank display was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blank pump display screen. Troubleshooting was unable to be completed at the time of contact. Animas has attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.